Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the surgeon changed lens size to a standard size lens. In follow-up, it was reported that the lens was implanted on (B)(6) 2015 and explanted on (B)(6) 2015. Patient underwent explantation on the left eye due to the patient was not happy with the lens size; therefore, the patient wanted to change/replace the lens to a standard size (non-amo lens). There was no injury such as a capsule tear, incision enlargement, or vitrectomy to remove the lens. The surgery was successful. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that the lens was received cut in pieces. The lens condition is consistent of a lens that was explanted from the patient¿s eye. Due to the condition of the lens, no further analysis was possible. The reported complaint cannot be confirmed. The manufacturing record review was performed. No non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.